Event description:
It was reported that a 7f biopolar pacing dm rh shroud was selected for use. Three hours after inserting the device, the physician reported the presence of an endocardial effusion as seen by an ultrasound. It is unknown if intervention was performed. A ventricular perforation was present. The pt was reported in good condition.

Manufacturer narrative:
No product was returned: therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. Pacel catheters are intended to be used for intracardiac pacing and/or ECG recording. They provide temporary pacing in emergency situations or during interventional procedures where there is potential for severe sinus bradycardia, transient heart-block, or complete heart-block. Placement of transvenous pacing catheters presents a risk of known complications including cardiac perforation and/or cardiac tamponade. The clinical literature and our post-market surveillance data shows that cardiac tamponade occurs at a very low rate after placement of transvenous pacing catheters; this is consistent with our risk-benefit assessment for this device. To minimize the occurrence of complications our instructions for use list cardiac tamponade as a potential adverse effect and caution: use of this device should only extend to those physicians who are skilled in the technique of transvenous intracardiac studies and temporary pacing. Secure the pacing catheter at the insertion site using aseptic technique.